Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). During a follow-up appointment in (B)(6) 2018, there was fourteen years remaining battery longevity. In (B)(6) 2018, there was four years remaining battery longevity. Today, during a routine follow up appointment, there was one year, five months remaining battery longevity. Additional information was received that this device was explanted. No adverse patient effects were reported. The device has been received by boston scientific, and analysis is pending.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). During a follow-up appointment in (B)(6) 2018, there was fourteen years remaining battery longevity. In (B)(6) 2018, there was four years remaining battery longevity. Today, during a routine follow up appointment, there was one year, five months remaining battery longevity. Additional information was received that this device was explanted. No adverse patient effects were reported. The device has been received by boston scientific, and analysis is pending.